Manufacturer narrative:
Complaint/investigation summary: feedback details (description of complaint): received an email from account today, regarding wanting my professional advise" on how to get rid of a burn mark from her customer's leg. Evaluation for investigation: part/lot or serial numbers: vl000001/ serial #: (B)(4). DHR review: none - there is no device failure. The reported issue is a clinical event related to the procedure. User manual review: venus velocity user manual was reviewed. Damage to natural skin texture (crust, blister, burn) was a known side effects by labeling. Risk assessment review : velocity risk analysis report rd-vl-006 is covered in items 1.6, 2.1, 2.2, 2.3, 2.12, 2.13, 2.14, 3.1, 3.2, 3.3, 3.4, 3.5, 4.4, 5.3, & 7.1 at different causes and hazards. In this case the reported burn marks from customer legs is a known side effects post treatment. Patient outcome: there is no failure and no patient injury. The reported event based on the labeling is a known side effect post treatment. Investigation results (conclusion): based on the review of the reported patient outcome, labeling and risk analysis, that the reported adverse event by the patient consistent to the known side effects by labeling.

Event description:
Received an email from account regarding wanting my professional advise on how to get rid of a burn mark from her customer's leg.